Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that during the patient's permanent implant procedure, the patient's ipg became inoperable due to coming in contact with electrocautery while the device was not in surgery mode. As a result, the patient's ipg was explanted and replaced, and therapy was restored post-op.